Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Software became unresponsive at various stages. Medtronic representative un-installed and re-installed cranial application and tested the navigation system. It was fully functional. Issue resolved. System performed as intended. A medtronic representative, following-up at the site, confirmed the hard drive is (B)(4) full. The medtronic representative found that after removing many patient exams, the navigation system was re-started and successfully stepped through the software normally. After leaving the system running for 10 minutess, the cursor would move, however, the software was unresponsive. The medtronic representative re-installed their software and tested the navigation system which appeared to function as intended. As the medtronic representative attempted to move in the software, the screen went black and displayed no input detected. Ctrl+alt+backspace immediately brought her to the application launch screen. Issue resolved.

Event description:
A medtronic representative reported that, pre-op, prior to the start of a cranial procedure, the navigation system software became unresponsive at various stages. Sometimes the cursor would move, however, clicks would do nothing and sometimes the cursor itself would not move. Initially, when entering dicom qr within the cranial application, the navigation system became unresponsive, the site attempted to re-boot the software. After re-entering and transferring their patient, stealth merge became unresponsive. This required the rack and entire system to be re-booted. This process continued all the way up to the registration task when the site opted to bring in an alternate navigation system. Most of the trouble-shooting occurred without the patient, however, there was approximately a 10 minute delay in therapy after a patient was present. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A review of the software logs found that a segmentation fault occurred in the qt core library in one of the sessions. The logs did not provide additional insight as to why the software became unresponsive in the other sessions. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.